Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the stenosis cannot be determined; however, the patient¿s co-morbidities (htn, angina, and dyslipidemia) may have put the patient at higher risk to develop stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) study, after approximately 8 months, the patient was admitted for restenosis of the valve with dyspnea. An echo (tee) reveled aortic stenosis and the patient underwent a tavi implant. The patient was discharged 15 days post procedure.

Manufacturer narrative:
In this case, per report, patient factors (thrombocytopenic purpura) most likely is the root cause of the re-stenosis.

Event description:
As reported, the patient received three tavr implants in less than 3 years. The patient suffers from thrombocytopenic purpura with a suspicion of subacute valve thrombosis.